Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic vacs balloon. It was reported that the working guidewire for this procedure was a non-medtronic lunderquist wire. Upon the first deployment attempt, the valve was released to the point of no recapture, however the position was too high at 0 mm, therefore the valve was recaptured. During the second deployment attempt, the valve was released again to the point of no recapture, however an infold was visible. The valve was recaptured and the infold remained visible within the catheter. The delivery catheter system (dcs) and valve were withdrawn from the patient. The valve was examined outside the body and it was reported that one place had become "softer" on the frame. A replacement valve and dcs were used. A second pre-implant bav was performed using a 22 mm non-medtronic true balloon. The replacement valve was implanted. Following the implant, moderate aortic insufficiency (ai) was reported. A post dilation was performed using a 24 mm non-medtronic vacs balloon. This reduced the ai to mild. No gradient was observed. No adverse patient effects were reported. Additional information was received which reported that the moderate ai was classified as both, paravalvular leak (pvl) and then central regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: one static image twenty-four media files were provided for review. Fluoroscopic valve load inspection was performed and confirmed a good load. The valve was deployed to 80% without any evidence of an infold. It was determined that a recapture was warranted due to a shallow depth. During the second deployment attempt, an infold is noticeable at 80%. The infolded valve was recaptured and removed from the patient. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured and removed from the body. New sterile components must be used. The user followed this practice. A new valve was loaded onto a new delivery catheter system (dcs). Upon valve deployment, under expansion was noted requiring a post-implant balloon dilatation. There was no significant aortic insufficiency/paravalvular leak (pvl) seen on final angiogram post balloon dilatation. The patient¿s executive summary was not provided for anatomical review. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Regurgitation and pvl are known potential adverse effects per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.